Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Initial reporter phone number: (B)(6).

Event description:
It was reported that the monitor did not alarm for asystole on a pacemaker patient and the patient expired.

Event description:
It was reported that the monitor did not alarm for asystole on a pacemaker patient and the patient expired. The logs from the pic were obtained along with two images of patient rhythm strips, which were reviewed by a philips engineering expert. The audit log review indicated an asystole alarm was announced around the time of death but no conditions meeting an asystole alarm criteria prior to that time. In addition, the two rhythm strips provided display a paced rhythm. Based on this information, there was no indication of a failure to alarm for asystole at this time. Based on the information available and the testing conducted the reported problem was unable to be replicated. The device was confirmed to be operating per specifications and no failure was identified.